Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod coil and a non-penumbra microcatheter. During the procedure, the physician advanced a pod coil into the target location and determined the coil was too large for the vessel; therefore, the physician decided to remove the pod coil. However, while retracting the coil, the physician experienced resistance and the pod coil had unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed and the coil was flushed out. The procedure was completed using ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was separated, and the pull wire was retracted out of the ddt. If this occurs, the embolization will detach from its pusher assembly. Further evaluation of the device revealed kinks on the pusher assembly and offset coil winds on the embolization coil. This damage was likely incidental to the complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder